Manufacturer narrative:
Information was not provided by the reporter. No information was provided by the reporter. Separates is not specifically addressed in the IFU. Per quality control specification, the distal tip of needle is verified to be smooth with no excessive sharpness, burrs or foreign matter and is correctly ground. In addition, the inside diameter of cannula is verified to be open and free of foreign matter. Tubing is inserted and it is confirmed the beveled edge does not shave outer layer when tubing is withdrawn. All inspection steps are performed 100%, unless otherwise specified. The device is shipped with an IFU that states under the warnings section, "extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart." It is also stated: "note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage." Examination of the returned device confirms a tear in the catheter approximately 5 cm from the distal tip. The bevel and finish on the tip of the stiffening cannula appears to confirm that it was manufactured to specification. It is feasible to suggest that this type of damage can occur if the catheter becomes angled against the bevel of the stiffening cannula during withdrawal. We will continue to monitor for similar complaints.

Event description:
The radiologist was removing the black catheter and wire together from the sheath and a piece of material sheared off the black catheter. This piece of material was still attached to the catheter so was not left in the patient. The radiologist continued with the procedure. No information was provided regarding patient outcome.